Manufacturer narrative:
During procedure #(B)(6) the surgeon reported a posterior capsule rupture. No movement noted and procedure was completed as programmed. System functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2025, doctor ((B)(6)) reported to cas that they experienced a posterior rupture during procedure ID# (B)(6).